Manufacturer narrative:
Concomitant medical products: 69694, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented to the emergency department with chest pain. There was possible intermittent atrial undersensing noted in some ventricular episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.